Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. Three battery compartment cracks were observed. A battery cap was not returned with the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.